Event description:
Procedure type: colostomy. According to the reporter: upon connecting the ultra shears and transducer, the torque wrench was attached to the transducer and was twisted. Then, the male screw on the ultra shears side was broken. The surgeon had to performed the procedure without using the device. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).